Manufacturer narrative:
An event regarding revision of a triathlon insert component due to instability was reported. The event was confirmed. Method and results: device evaluation and results: not performed as no devices were returned for evaluation. Medical records received and evaluation: mismatch in component size and/or position relative to the ligament constraints of the knee as determined by the native anatomy has contributed to instability in the knee requiring revision at short term with liner exchange for a thicker one. What exactly has caused failure in this case, the balance between patient-related and procedure-related factors cannot be differentiated in this case due to lack of more detailed clinical information. More specific information including clinical examination. Findings and/or retrieval analysis may all help to further solve this case. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: revision surgery took place due to instability whereby the reported 9mm cr insert was revised to a 13mm cr insert. Medical review indicated that mismatch in component size and/or position relative to the ligament constraints of the knee as determined by the native anatomy has contributed to instability in the knee requiring revision at short term with liner exchange for a thicker one however the exact cause of the event could not be determined because insufficient information was provided. Further information such as follow up notes and product return are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a left tka done (B)(6) 2014. Patient has been in pain and unstable since his surgery. Doctor opted to revise knee to change tibial poly for a larger one. Doctor removed 7x9 cr x3 and replaced with a new 7x13 cr x3 insert. Doctor left femur, tibial baseplate and patella alone, did a straight up poly exchange.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had a left tka done (B)(6) 2014. Patient has been in pain and unstable since his surgery. Doctor opted to revise knee to change tibial poly for a larger one. Doctor removed 7x9 cr x3 and replaced with a new 7x13 cr x3 insert. Doctor left femur, tibial baseplate and patella alone, did a straight up poly exchange.